Event description:
The event is reported as: complaint alleges: incoming inspection by distributor revealed package had a small tear. Possible breach of sterility. No pt involvement.

Manufacturer narrative:
Device sample was not received by MFR at time of this report. DHR review did not show any issues related to complaint. Visual examination of photo revealed package was torn. No other defects were observed. Although the photo shows the package to be torn, complaint cannot be confirmed since sample was not available. MFR will continue to monitor and trend relating complaints.